Event description:
It was reported that the core sumex drill was overheating during a spine procedure. A readily available alternate was used to complete the procedure. No adverse consequence was associated with the device.